Manufacturer narrative:
The complaint description states that the instrument´s holding mechanism broke apart. The device associated to the complaint was returned for analysis. The visual analysis shows the break of the 4 screws of the lower plate. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. The product was send to r&d for further analysis. The analysis performed by r&d concluded that: - the screws are an m4 threaded countersunk hexagon socket screw. The drawing for the screw (dwg-8e070273_rev_b) specifies a hexagon depth of 2mm±0.2mm. (I.e. Maximum depth can be 2.2mm) - the notes in the drawing refers to din 7991 (a standard for socket countersunk screws). Din 7991 specifies a hex depth of 1.55-1.8mm for an m4 size. This is a contradiction, allowing much less material in the cross section of the screw where the fracture occurs. The 0.4mm deviation in depth between the specifications decrease the wall thickness by 25%. Furthermore, the risk management (dva-e0702-fde rev 11) was reviewed and it did not include the failure mode identified in this complaint. The complaints were reviewed by a medical safety officer and it was concluded that there was no patient harm associated with the failure mode and the occurrence was remote. Given the low level of severity and occurrence of the failure mode no immediate actions were required and all product could be dispositioned ¿use as is¿. Based on the information received and the investigation performed, the root cause of the incident is related to product design.the discrepancy on the drawing between the standard quoted and dimensions stated will be amended and this failure mode will be included in the product risk management. These changes will be implemented through a change order. A change assessment has been created for these changes (ca n° 103322719). The issue will be monitored through post market surveillance reviews. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument´s holding mechanism broke apart.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
The product-received date was added, and the date of manufacture corrected.